Manufacturer narrative:
The insulin pump alarmed prime during the basic occlusion test due to protruded/loose drive support disk. The insulin pump received with cracked reservoir tube lip, cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window, missing end cap sticker, and missing address/serial number label.

Event description:
The customer called and reported she was priming tubing when she received an alarm on the insulin pump, indicating the force sensor system was compromised. Customer also stated insulin was squirting out. The customer's blood glucose was 147 mg/dl. The insulin pump had not been bumped or dropped prior to the alarm occurring. The drive support cap appeared flush and customer did not recall pressing it while connected. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.